Manufacturer narrative:
Device not returned.

Event description:
It was reported that the control iq software did not accurately adjust the amount of insulin delivered. A pump reset was performed to address the event, and the customer continued to use pump for insulin therapy. Customer's blood glucose ranged from 234-235 mg/dl.